Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab ltd (under registration #9611530). As of 2014 that number was de-activated due to the site no longer shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. An investigation was carried out into this complaint. After the event, the alenti hygienic chair was put through a visual and function test by arjohuntleigh representatives and no deviation with the device was observed. When reviewing similar reportable events, a limited number of cases with similar fault description: alenti device tilted sideways during the resident transfer were found. Arjohuntleigh has manufactured about (B)(4) alenti bath chairs and the trend observed for reportable complaints with this failure mode is currently considered to be low and stable. It is worth noting that the alenti has been designed, produced and certified to meet the requirements of the iso 10535 stability test and it is not intended to become unstable within normal and on-label use. With reference to internal tests and in accordance to international standards, the alenti is capable of maintaining equilibrium at angles far beyond the maximum environment specifications, at full swl (safe working load), and in its highest stroke position. The test was confirmed by tuv in 2004. In reference to the observation made at the customer facility by arjohuntleigh technician, the room has a poor slope near the tub for the shower and there were also cracks or seams in the flooring. The staff member does not know what happened exactly but it was suspected they hit a crack in the flooring while pushing the lift sideways towards the slope. Arjohuntleigh representative has been informed that the site is aware of the issues with the floor and that the wheel could come off the floor due to the slope so this will be addressed. It is also recommended that the customer is reminded of the contents of the instructions for use (IFU), in order to make sure that no incidents will happen in the future. The operating and daily maintenance instructions (IFU) clearly states how to operate the device properly and gives number of precautions to avoid hazardous situations, inter alia: "always ensure that: the equipment is used by appropriate trained staff. The lift hygiene chair is moved with care, especially in narrow passages and over uneven surfaces." Looking at the incident scenario it has been established that the hygiene chair was being used for patient handling at the time of the event and in that way contributed to the event. The possible sequence of events presented above seems to be the most probable and to be in line with the event description as well as outcome. Our evaluation appears to point to a use error having occurred. If the IFU and the correct transferring procedure would have been followed with using adequate precautions and adequate condition of the facility floor, the event would have been avoided. This is to be communicated to the customer.

Manufacturer narrative:
(B)(4). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4) (under registration #(B)(4)). As of 2014 that number was de-activated due to the site no longer shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh (B)(4) complaint handling establishment and any medwatch reports will be submitted under registration (B)(4). Arjohuntleigh representative has visited the customer and performed device inspection. Alenti condition was assessed as good despite its age. Observation by technician, the floor slopes steeply into the shower area away from the tub. There is a crack in the flooring the chair may have run into.

Event description:
Arjohuntleigh received customer complaint where it was reported that at the completion of the bath, the caregivers were transferring the resident from the bath chair. The tub was at lowest position, the residents legs were clear of the tub. The chair stopped and started to tip. Resident fell forward and landed on their right side, with the chair falling onto its side. The safety belt was not used. In effect the patient sustained bruising which was resolved without medical intervention and two caregivers had injuries - one caregiver sustained back strain that was resolved without medical intervention and the other had bruising to her hand that caused her to lose 2 days of work but also resolved without medical intervention.